Manufacturer narrative:
Results and conclusion summation -product performance engineering reviewed the incident information. Angina and restenosis are known risks of coronary stenting and are listed in the xience v instructions for use (IFU) as potential adverse effects. EKG changes and hospitalization, are listed in the risk assessment matrix (ram) as no-fault post-procedure complications. It is possible that angina and EKG changes are secondary effects of restenosis. The IFU states: the vessel should be pre-dilated; failure to do so may increase the difficulty of stent placement. A conclusive root cause for the pt effects, and the relationship to the product, cannot be determined.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent direct stenting of another company's restenosed des in the proximal lad. Starting at an unk time in 2009, the pt was experiencing recurrent anginal chest pain 1-2 times per day, brought on by moderate exertion. The pt was admitted to the hospital two months later, and a stress test was performed, which was positive. Cardiac catheterization revealed in-stent restenosis of the lad. An additional xience v stent was implanted as treatment. The pt was discharged home the following day in stable condition. No additional event or pt information is available.